Event description:
It was reported that potassium phosphate was administered at a faster rate. It was also reported that the pump screen did not display the medication volume. There was patient involvement but no harm. Although requested customer states no further information is available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had a user programming error - over infusion - potassium phosphate.

Event description:
It was reported that potassium phosphate was administered at a faster rate. It was also reported that the pump screen did not display the medication volume. There was patient involvement but no harm. Although requested customer states no further information is available.